Manufacturer narrative:
The device was returned to olympus for inspection. No malfunction was reported directly by the customer. Based on the results of the investigation, it is likely the following led to the malfunction: degradation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero-reno fiberscope, which is an olympus asset with no reported complaint. During the evaluation of the device, a chipped adhesive on the bending section cover was observed. The investigator indicated that the most likely cause of the chipped adhesive was due to degradation. There was no patient involvement.